Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a flowmeter failure. The device was evaluated upon receipt. It was confirmed that the flowmeter after post-repair functional testing revealed low flow due to the impeller spinning too slowly. Flowmeter was replaced during the pm. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that they tried adding water before calling, but that did not help. Nurse stated that patient temperature was 37.6c, target temperature was 36c, water temperature was 26c and flow rate was 3.0 l/m. Mss explained adding water will not assist with an alert 113 (reduced water temperature control) and only add water when the device alerts you that it was needed after pads have been emptied. Nurse stated that system diagnostics showed outlet monitor temperature (t1) was 26.1c, outlet control temperature (t2) was 26.1c, inlet temperature (t3) was 26.2c, chiller temperature (t4) was 3.8c, water flow rate was 3.0 l/m, inlet pressure was -6.9psi, circulation pump command was 77 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 7004.9 and pump hours were 6618.6. Mss advised the nurse to send device to biomed with alert 113(reduced water temperature control) message. They will obtain another device from different department. Walked through stopping the therapy, draining the pads and in restarting the therapy in a new device. Per customer via phone 15-jun-2022, it was reported that therapy was completed successfully with no further issues once arctic sun was swapped out and there was no impact to the patient. Nurse stated that the faulty arctic sun was tagged to be sent to biomed. Per sample evaluation results received on 20-jul-2022, it was noted that the alarm 79 (non recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1c) at 41-degree test during assessment due to failed temperature harness. It was stated that t1(outlet monitor temperature) and t2(outlet control temperature) differed by more than 1 degree c. Per sample evaluation results received on 29-nov-2022, it was reported that the circulation pump motor had a broken pump screw mount. It was stated that the tank seals due to lifting from the tank. It was also stated that the flowmeter after post-repair functional testing revealed low flow due to the impeller spinning too slowly. It was noted that replaced the double bend and chiller evaporator tubes due to expansion found during removal of the tank. It was also noted that the circulation pump, tank seals, flowmeter, double bend, and chiller evaporator tubes were all replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water temperature control). Nurse stated that they tried adding water before calling, but that did not help. Nurse stated that patient temperature was 37.6c, target temperature was 36c, water temperature was 26c and flow rate was 3.0 l/m. Mss explained adding water will not assist with an alert 113 (reduced water temperature control) and only add water when the device alerts you that it was needed after pads have been emptied. Nurse stated that system diagnostics showed outlet monitor temperature (t1) was 26.1c, outlet control temperature (t2) was 26.1c, inlet temperature (t3) was 26.2c, chiller temperature (t4) was 3.8c, water flow rate was 3.0 l/m, inlet pressure was -6.9psi, circulation pump command was 77 percent, mixing pump command was 100 percent, heater was 0 percent, water reservoir level was 5, system hours were 7004.9 and pump hours were 6618.6. Mss advised the nurse to send device to biomed with alert 113(reduced water temperature control) message. They will obtain another device from different department. Walked through stopping the therapy, draining the pads and in restarting the therapy in a new device. Per customer via phone 15-jun-2022, it was reported that therapy was completed successfully with no further issues once arctic sun was swapped out and there was no impact to the patient. Nurse stated that the faulty arctic sun was tagged to be sent to biomed. Per sample evaluation results received on (B)(6) 2022, it was noted that the alarm 79 (non recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1c) at 41-degree test during assessment due to failed temperature harness. It was stated that t1(outlet monitor temperature) and t2(outlet control temperature) differed by more than 1 degree c. Per sample evaluation results received on 29-nov-2022, it was reported that the circulation pump motor had a broken pump screw mount. It was stated that the tank seals due to lifting from the tank. It was also stated that the flowmeter after post-repair functional testing revealed low flow due to the impeller spinning too slowly. It was noted that replaced the double bend and chiller evaporator tubes due to expansion found during removal of the tank. It was also noted that the circulation pump, tank seals, flowmeter, double bend, and chiller evaporator tubes were all replaced.